Event description:
It was reported that during the pulse field ablation procedure with a farawave ablation catheter, the patient experienced asystole. The asystole event occurred after the first application was delivered to the left superior pulmonary vein (lspv). The physician waited 13 seconds before providing chest thump to the patient to promote perfusion. A total of 4 chest thumps were given until transcutaneous pacing was initiated 30 seconds after asystole. Transcutaneous pacing initially at 60bpm then slowed to 40bpm until intrinsic rhythm resumed. Glycopyrrolate was also provided by the anesthetist. Intrinsic rhythm returned after 105sec from asystole start. The patient maintained adequate rhythm throughout the case. No further interventions or diagnostic tests were performed. The procedure was completed with the original device. Patient has fully recovered with no residual effects. The device is not returning as it has already been disposed of by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.